Event description:
Caller states the patient tested 242mg/dl on inform system 1 and 121mg/dl on inform system 2 within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in inform system 1.